Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was 230 mg/dl. The customer reported that the battery died and now the pump was just alarming. The customer reported they received an x and arrow to a book with a question mark image on the insulin pump screen. The customer reported that they did not recall any other alarm prior to the critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error alarm due to main download timeout/external flash crc test failed. Unable to verify audio/vibrate anomaly, unexpected battery power loss, or determine the root cause, problem isolated to electrical board.